Manufacturer narrative:
Please reference related manufacturer report 2015691-2021-02268 and 2015691-2021-02269. The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed the sheath was returned cut into two pieces with the distal end separated from the proximal shaft. The distal piece had a length of 12cm. Three (3) liner tears were observed. The first liner tear started at the proximal end and had a length of about 5.5cm. The second liner tear was connected on both sides and was located 7cm from distal tip with length of 1.5cm. The third liner tear was located 6cm from the distal end of the piece with length of 10cm. Five (5) liner strands were identified. The first liner strand (strand 1) was located 7cm from distal tip with length of 8.5cm. The second liner strand (strand 2) was located 11cm from the distal end of the strain relief with length of 4.5 inches. The third liner strand (strand 3) was located at the same location as strand 2 with length of 1.5cm. Fourth liner strand (strand 4) was located at the same location as strand 2 with length of 0.5cm. The fifth liner strand (strand 5) was located proximal to strand 1 with length of 2.5cm. There was minor soft tip damage and the tip was opened as designed. There were severe scratches along the shaft near the distal tip. There were scratches at the distal end of sheath strain relief. Hdpe damage was noted. During dimensional inspection, the liner thickness was measured along the length of the tear and strands. All liner thickness measurements were within specification. Due to the condition of the returned device (sheath shaft separated, and liner torn), no applicable functional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from march 2020 to february 2021 for the esheath (all models and sizes) revealed other similar complaints, but no edwards defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1 to 2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed). Keep loader inserted in sheath until just prior to delivery system removal if using the shorter nonpeel away loader. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not readvance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not re-advance or reinsert the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The complaints were confirmed through evaluation of the returned device. However, a manufacturing nonconformances was not identified. Evaluation of the returned device indicated that dimensional measurements were within specification. Reviews of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per the report, while advancing the valve and delivery system through the esheath, there was difficulty traversing the delivery system through the esheath. The delivery system was pulled back and then advanced forward to traverse through the esheath. The delivery system advanced a little farther, but resistance was met. Propofol was used. While attempting to advance the devices again, it was noticed that the pusher had been pulled back from the valve. The commander was reset so the pusher was up against the valve. The devices were unable to be advanced. Per imaging evaluation, the patients access vessel had presence of calcification, tortuosity, and an undersized vessel luminal diameter. Per product evaluation, the returned sheath showed scratches along the sheath shaft and strain relief, indicative of vessel calcification. Per the procedural training manual: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification and undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create suboptimal angles that can lead to nonaxial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the resistance between system components, inability to advance through sheath event. Per product evaluation, the sheath was noted to have three (3) liner tears and five (5) liner strands. As resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system. Additionally, evaluation of the device related photos revealed that the crimped valve had a bent strut on the outflow side. It is possible that crimped valve interacted with the sheath, leading to the observed liner tears and strands. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and procedural (excessive manipulation, valve caught on liner) factors may have contributed to the liner torn and liner strand events. The complaints was confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the resistance between system components, inability to advance through sheath event. A CAPA and risk assessment (pra) were previously initiated. Available information suggests that patient (calcification) and/or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the liner torn and liner strand event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the sheath used during the case. The investigation is ongoing.

Event description:
Prior to implant of a 26mm sapien 3 ultra valve in the aortic position, the patients right femoral access was treated with a shockwave prior to esheath insertion due to calcification. The 14fr dilator passed through the vessel easily and the 14fr esheath was inserted. While advancing the valve and delivery system through the esheath, there was difficulty traversing the delivery system through the esheath. The delivery system was pulled back and then advanced forward to traverse through the esheath. The delivery system advanced a little farther, but resistance was met. Propofol was used. While attempting to advance the devices again, it was noticed that the pusher had been pulled back from the valve. The delivery system was reset so the pusher was up against the valve. The devices were unable to be advanced and the entire system was withdrawn as one unit. A 16fr esheath was inserted into the patient and a new 26mm sapien 3 ultra valve was able to be deployed. Cath gradient was 3mmhg post tavr. There was no injury to the patient. There was damage to the valve (bent valve struts). The loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The difficulty was experienced at the expandable portion of the sheath. The delivery system was in the hand off default position during insertion. The surgeon did cut the esheath away from the delivery system as the second valve/delivery system was being prepared. Product was intact when it was withdrawn from the patient. During pre decontamination evaluation the sheath liner was torn 6cm from the distal tip, and 10 cm in length. Liner strands were also seen. There was damage on the hdpe seam along the liner tear. The hdpe material was scraped off at the cut location and detached, which become a loose piece during evaluation. During pre decontamination evaluation the delivery system balloon was found to have a pinhole leakage near the center of the inflation balloon.